Manufacturer narrative:
Device received with cracked battery tube threads and scratched lcd window. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly.

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 425 mg/dl. During troubleshooting, found cracks on the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.